Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a very giant unruptured abdominal aortic aneurysm (aaa), measuring 57mmx18mm, this coil would not detach with using instant detacher. It was reported that the physician attempted two times with instant detacher to detach the coil but did not detach. No patient injury was reported.

Manufacturer narrative:
Based upon the new information received, this would not meet the criteria for a reportable event as the coil would not pass through microcatheter. If information is provided in the future, a supplemental report will be issued.

Event description:
During follow up for additional information, new information received that this coil did not have non-detachment issue. This coil would not able to track within medtronic microcatheter. It was reported that there was a lot of resistance while taking in the coil and could not reach lesion site at all. Another different coil was replaced, and procedure was continued.

Manufacturer narrative:
The concerto coil was returned for evaluation inside of a plastic dhl bag and inside of an opened concerto coil outer carton. The concerto coil was found to be inside of the dispenser track and within the opened concerto coil inner pouch. The rebar microcatheter was not returned for evaluation. The inner diameter of the rebar microcatheter was found to be 0.027¿. Per the concerto coil instructions for use (IFU), the minimum catheter ID required is 0.0165¿. The concerto coil was removed from the dispenser track. T the concerto pushwire was fond to be bent at approximately 144.6cm from the proximal end within the introducer sheath. Additionally, the concerto implant coil appeared to be damaged and lost its shape within the ¿wave-lock¿ portion of the introducer sheath. The concerto coil could not be pushed out from within the introducer sheath for further evaluation as it was found to be stuck. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged condition. All other subassemblies appeared to be normal and no other anomalies were observed. During analysis of the concerto coil, no evidence was found that would ascribe root cause for the failure of the concerto coil from advancing through the rebar microcatheter. If information is provided in the future, a supplemental report will be issued.